Manufacturer narrative:
Manufacturing reference number should not have been reported as a medical device report (MDR) as device analysis findings confirmed that the ipg exhibited normal battery depletion and is thus no longer reportable. The report of ¿end of battery life¿ was confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared elective replacement indication (eri), end of life (eol), and the device had normal battery depletion.

Event description:
Additional information indicated that product analysis findings confirmed the ipg exhibited normal battery depletion.

Event description:
It was reported that the ipg was inoperable as it had reached end of life (eol). It was noted that patient used primarily used programs with high settings. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.